Event description:
Event verbatim [preferred term] burns/blisters, blisblistering and peeling over the next few days and then the area scabbed/sore for a bit/adhesive irritating her [burns second degree], several scars from burns [scar]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6)-year-old, non-pregnant female patient (regarding post menopausal: she is getting close to the age but she is not aware that she is) started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at one wrap applied to lower back for 6 hours or more per day for back pain relief from working lifting pumpkins. Medical history included she shrunk before she started using product, it is due to aging and has nothing to do with the product. There were none concomitant medications. The patient previously used thermacare heatwrap and did not experience the same problem/symptom below. The patient previously used hot water bottle few hours for pain relief and did not experience any problem/symptom. She started using the product about 2 or 3 years ago. She used the product on (B)(6) 2018 and noticed that her skin came off when she took the wrap off on (B)(6) 2018. She experienced blistering and peeling over the next few days and then the area scabbed. They were sore for a bit. She experienced the burns and blisters for a couple of weeks. She had to adjust her pants so it would not rub on the area. She still has several scars from burns, she still has lines on her back. She considered herself recovered with lasting effects since she still has the scars. She used lotion on her own- she did not see doctor. She reported that packaging was sealed and intact. The sample of the product was discarded. The patient is not currently under the care of a physician for any medical condition. The patient classifies her skin tone as fair. She does not have sensitive skin and abnormal skin conditions. The color of the box she purchased is red box. The product was not remaining. She used the product 6 hours or more per day. She attached the adhesive to body, lower back. She did not engage in exercise while using the product. She did check her skin under the product while wearing thermacare. She thought it was the adhesive irritating her and then when she removed the wrap it removed some of her skin as well. She read the usage instructions on thermacare before she used the product. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Therapeutic measures were taken as a result of burn blister and included lotion. The outcome of burn blister was recovered with sequelae in (B)(6) 2018. The outcome of scars was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lower back and hip product for the subclass of adverse event safety request investigation.

Event description:
Event verbatim [preferred term] burns/blisters, blistering and peeling over the next few days and then the area scabbed/sore for a bit/adhesive irritating her [burns second degree] , several scars from burns [scar] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 49-year-old, non-pregnant female patient (regarding post menopausal: she is getting close to the age but she is not aware that she is) started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at one wrap applied to lower back for 6 hours or more per day for back pain relief from working lifting pumpkins. Medical history included she shrunk before she started using product, it is due to aging and has nothing to do with the product. There were none concomitant medications. The patient previously used thermacare heatwrap and did not experience the same problem/symptom below. The patient previously used hot water bottle few hours for pain relief and did not experience any problem/symptom. She started using the product about 2 or 3 years ago. She used the product on (B)(6) 2018 and noticed that her skin came off when she took the wrap off on (B)(6) 2018. She experienced blistering and peeling over the next few days and then the area scabbed. They were sore for a bit. She experienced the burns and blisters for a couple of weeks. She had to adjust her pants so it would not rub on the area. She still has several scars from burns, she still has lines on her back. She considered herself recovered with lasting effects since she still has the scars. She used lotion on her own- she did not see doctor. She reported that packaging was sealed and intact. The sample of the product was discarded. The patient is not currently under the care of a physician for any medical condition. The patient classifies her skin tone as fair. She does not have sensitive skin and abnormal skin conditions. The color of the box she purchased is red box. The product was not remaining. She used the product 6 hours or more per day. She attached the adhesive to body, lower back. She did not engage in exercise while using the product. She did check her skin under the product while wearing thermacare. She thought it was the adhesive irritating her and then when she removed the wrap it removed some of her skin as well. She read the usage instructions on thermacare before she used the product. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Therapeutic measures were taken as a result of burn blister and included lotion. The outcome of burn blister was recovered with sequelae in (B)(6) 2018. The outcome of scars was unknown. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lower back and hip product for the subclass of adverse event safety request investigation. Follow-up (08feb2019): new information received from product quality complaints included: investigational results. Company clinical evaluation comment based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lower back and hip product for the subclass of adverse event safety request investigation.

Event description:
Burns/blisters, blistering and peeling over the next few days and then the area scabbed/sore for a bit/adhesive irritating her [burns second degree], several scars from burns [scar], did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A 49-year-old, non-pregnant female patient (regarding post menopausal: she was getting close to the age but she was not aware that she was) started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date on (B)(6) 2018 at 2 patches once a day for back pain relief from working lifting pumpkins. Medical history included she shrunk before she started using product, it was due to aging and had nothing to do with the product. Concomitant medication included ethinylestradiol, norethisterone acetate (loestrin) (reported as bc loestrin) at 1 pill for birth control. The patient previously used thermacare heatwraps all day for several years and did not experience the same problem/symptom below. The patient previously used hot water bottle few hours for pain relief over the years and did not experience any problem/symptom. She started using the product about 2 or 3 years ago. She used the product on (B)(6) 2018 for 4-6 hrs and noticed that her skin came off when she took the wrap off on (B)(6) 2018. She experienced blistering and peeling over the next few days and then the area scabbed. They were sore for a bit. She experienced the burns and blisters for a couple of weeks. She had to adjust her pants so it would not rub on the area. She still had several scars from burns in 2018, she still had lines on her back. She considered herself recovered with lasting effects since she still had the scars. She used lotion on her own- she did not see doctor. She reported that packaging was sealed and intact. The sample of the product was discarded. The patient was not currently under the care of a physician for any medical condition. The patient classified her skin tone as very light or fair. She did not have sensitive skin and abnormal skin conditions. The color of the box she purchased was red box. The product was not remaining. She attached the adhesive to body, lower back. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She thought it was the adhesive irritating her and then when she removed the wrap it removed some of her skin as well. She read the usage instructions on thermacare before she used the product. The patient further stated that she thought adhesive was causing discomfort on (B)(6) 2018 11am, did not realize she was being burned. She was admitted to hospital on unknown date for burn blister. She was also admitted to hospital on (B)(6) 2018 for scars and scars still apparent. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken as a result of burn blister included lotion. The outcome of the event burn blister was recovered with sequelae on (B)(6) 2018, the outcome of the event scars was not resolved and the outcome of the other event was unknown. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lower back and hip product for the subclass of adverse event safety request investigation. Follow-up (08feb2019): new information received from product quality complaints included: investigational results. Follow-up (13feb2019): new information received from a contactable consumer includes past drug data, concomitant drug data, device data (dose, frequency) and information, new event (did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product), hospitalization details, onset date of event, outcome of event and event details. Company clinical evaluation comment: based on the information provided, the events of burns second degree, scar and intentional device misuse as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, scar and intentional device misuse as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lower back and hip product for the subclass of adverse event safety request investigation.

Event description:
Burns/blisters, blistering and peeling over the next few days and then the area scabbed/sore for a bit/adhesive irritating her [burns second degree], several scars from burns [scar], did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A 49-year-old, non-pregnant female patient (regarding post menopausal: she was getting close to the age but she was not aware that she was) started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date to (B)(6) 2018 at 2 patches once a day for back pain and soreness relief from working lifting pumpkins. Medical history included she shrunk before she started using product, it was due to aging and had nothing to do with the product. Concomitant medication included ethinylestradiol, norethisterone acetate (loestrin) (reported as bc loestrin) from 1990 and ongoing at 1 pill for birth control. The patient previously used thermacare heatwraps all day for several years and did not experience the same problem/symptom below. The patient previously used hot water bottle few hours for pain relief over the years and did not experience any problem/symptom. She started using the product about 2 or 3 years ago she used the product on (B)(6) 2018 for 4-6 hours and noticed that her skin came off when she took the wrap off on (B)(6) 2018. She experienced blistering and peeling over the next few days and then the area scabbed. They were sore for a bit. She experienced the burns and blisters for a couple of weeks. She had to adjust her pants so it would not rub on the area. She still had several scars from burns in 2018, she still had lines on her back. She considered herself recovered with lasting effects since she still had the scars. She used lotion on her own- she did not see doctor. She reported that packaging was sealed and intact. The sample of the product was discarded. The patient was not currently under the care of a physician for any medical condition. The patient classified her skin tone as very light or fair. She did not have sensitive skin and abnormal skin conditions. The color of the box she purchased was red box. The product was not remaining. She attached the adhesive to body, lower back. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She thought it was the adhesive irritating her and then when she removed the wrap it removed some of her skin as well. She read the usage instructions on thermacare before she used the product. The patient further stated that she thought adhesive was causing discomfort on (B)(6) 2018 11am, did not realize she was being burned. She was admitted to hospital on unknown date for burn blister. She was also admitted to hospital in (B)(6) 2018 for scars and scars still apparent. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken as a result of burn blister included lotion. The outcome of the event burn blister was recovered with sequelae in (B)(6) 2018, the outcome of the event scars was not resolved and the outcome of the other event was unknown. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lower back and hip product for the subclass of adverse event safety request investigation. Follow-up (08feb2019): new information received from product quality complaints included: investigational results. Follow-up (13feb2019): new information received from a contactable consumer includes past drug data, concomitant drug data, device data (dose, frequency) and information, new event (did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product), hospitalization details, onset date of event, outcome of event and event details. Follow-up (02apr2019): new information received from a contactable consumer included: indication and concomitant medication start date. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of burns second degree, scar and intentional device misuse as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, scar and intentional device misuse as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.